Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. While in a rehabilitation facility, the patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was treated with unknown antibiotics for the event. Therapy was discontinued and the patient passed away two days later while in the hospital. The cause of death was unknown. The patient did not recover from the event of peritonitis prior to death. It was unknown if a death certificate was available or if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.